Event description:
It was reported to gore that a patient alleges to have experienced physical injuries after allegedly having been implanted with a gore-tex mesh during a procedure of the abdomen, pelvis, and vaginal area. It was also reported that the patient underwent an additional procedure approximately 7 years later. Additional event specific information has not been provided.